Manufacturer narrative:
"Device evaluation: analysis of the returned device identified: underweight and opening extended on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, opening smooth on posterior, stress marks and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. A smooth opening on posterior assessed as smooth opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side rupture." Device remains implanted.